Event description:
A surgeon reports observing a progressive encroachment of a fibrous coating across the anterior surface of the intraocular lens following implant surgery. The patient was treated with a topical corticosteroid for eight days without effect and improvement was noted following ndyag. The surgeon feels this coating is diminishing the patient's visual acuity.

Event description:
Add'l info was obtained during a follow-up visit with the reporting surgeon. Exam of the pt revealed the reported fibrous coating across the anterior surface of the intraocular lens is diminishing slowly over time. The surgeon has decided to yag to the remaining membrane at the rhexis edge.